Event description:
It was reported the 3/8 connection mounted on the inlet of the device was broken, which caused ringer solution to leak during priming. (B)(4)

Manufacturer narrative:
The investigation is still pending. A supplemental medwatch will be submitted when additional information becomes available.